Manufacturer narrative:
Device is available for evaluation. Upon completion of baxter's investigation, a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (u.s.); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an upstream occlusion alarm during infusion was confirmed during review of the event history log review. However, the assignable cause of the reported condition could not be identified. No repairs were performed for the reported condition. The user interface module software version is 8.11.00. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
This is a report from baxter (B)(6) of a colleague single channel infusion pump in which an upstream occlusion alarm occurred. This alarm may have been a false occlusion alarm. The reported condition occurred during a training demonstration in baxter compton offices. A secondary infusion was running, the infusion was stopped, the roller clamp was closed on the secondary line, the bag heights were changed so the primary bag was higher than the secondary bag and the primary was re-started. An upstream occlusion alarm immediately occurred. The alarm could not be cleared and infusion had to be stopped. An upstream occlusion alarm occurred also during secondary infusion. There is no patient involvement.